Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was having pain at the pocket and midline incision sites. The pain was present whether the stimulation was on or off. The patient underwent an explant procedure.

Event description:
A report was received that the patient was having pain at the pocket and midline incision sites. The pain was present whether the stimulation was on or off. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation had not been compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Sc-8216-70 (sn (B)(4)) device evaluation indicated that the lead passed visual and photographic imaging tests performed. Visual and x-ray inspections were performed to ensure the device integrity. No anomalies were found.